Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was capped and replaced on (B)(6) 2018 for unspecified issue. No further information was reported.

Event description:
New information states that the patient presented with syncope/ presyncope and loss of capture on telemetry post generator replacement procedure. The right ventricular lead was suspected to be damaged during the generator replacement. The lead was capped and replaced.